Manufacturer narrative:
Eval summary: the reported condition of tube load failure due to an inoperative open button on the pump head module (phm) keypad was confirmed during eval. This was determined to have been caused by a defective pump head module (phm). The phm was replaced to resolve the reported condition. The device was tested and returned to the customer within spec. Review of the complaint handling system reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
The facility reported a colleague infusion pump in which the tube loading mechanism was not working. Additional info received on 2/18/2009 indicated that this was due to an inoperative open button on the pump head module keypad. This condition occurred during pt use. According to the facility rep, there was no report of this event stopping or interrupting an infusion. No pt injury or medical intervention was associated with this event according to the facility rep.